Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after the implant, the patient was hospitalized due to a deep venous thrombosis in the left arm (vena subclavia) confirmed by computerized tomography phlebography. The patient was treated with the medications of maravan and fragmin and was discharged the next day. The leads remain in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.